Manufacturer narrative:
The returned valve was patent and passed siphon, reflux, and leakage testing. It was within specifications for all pressure-flow and preimplantation. There were no observed occlusions. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the pt did not improve after implantation. The physician suspected an occlusion in the shunt.